Manufacturer narrative:
(B)(4).

Event description:
Procedure: unk. According to the reporter: the customer reports that the needle broke during the intervention on a ligament. After 30 minutes searching with the brightness amplificator, the piece could not be retrieved. The customer had to change the device to end the intervention. No add'l info available at this time.